Event description:
The user reported that, after the device had been successfully used for a cardiopulmonary bypass procedure, the heart lung console did not switch to battery backup operation as expected. There were no adverse consequence to the pt as a result of this event.